Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: posterior uterus") and pelvic pain ("pelvic pain/pain") in a female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea, atypical squamous cells of undetermined significance and yeast infection. Concurrent conditions included anxiety, pap smear abnormal, human papilloma virus infection, herpes infection, dysplasia, dysfunctional uterine bleeding and endocervical squamous metaplasia. Concomitant products included alprazolam (xanax), buspirone, duloxetine hydrochloride (cymbalta) and quetiapine (seroquel). On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced folliculitis ("mons pubis folliculitis") and procedural pain ("pain incisional pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ lower abdominal cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, folliculitis and procedural pain outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, folliculitis, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-jun-2018: information from pfs and mr. New reporter added. Patient¿s demographics added. Lot number added. Historical and concomitant conditions and drugs added. New events added: abnormal bleeding (vaginal, menorrhagia) , migration of essure device location of device: posterior uterus , mons pubis folliculitis, pain incisional pain, incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: posterior uterus") and pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included amenorrhea, atypical squamous cells of undetermined significance and yeast infection. Concurrent conditions included anxiety, pap smear abnormal, human papilloma virus infection, herpes infection, dysplasia, dysfunctional uterine bleeding and endocervical squamous metaplasia. Concomitant products included alprazolam (xanax), buspirone, duloxetine hydrochloride (cymbalta) and quetiapine (seroquel). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced folliculitis ("mons pubis folliculitis") and incision site pain ("pain incisional pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ lower abdominal cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, pelvic pain, abdominal pain lower, folliculitis and incision site pain outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, folliculitis, incision site pain, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: posterior uterus'), perforation ('perforation') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, atypical squamous cells of undetermined significance, yeast infection, low grade squamous intraepithelial lesion and cervical intraepithelial neoplasia I. Concurrent conditions included anxiety, pap smear abnormal, human papilloma virus infection, herpes infection, dysplasia, dysfunctional uterine bleeding, endocervical squamous metaplasia, post-traumatic stress disorder, vaginal flora imbalance, bladder infection, genital bleeding and menstruation abnormal. Concomitant products included alprazolam (xanax), buspirone, duloxetine hydrochloride (cymbalta) and quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced folliculitis ("mons pubis folliculitis") and incision site pain ("pain incisional pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ lower abdominal cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, d and c and to remove essure). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion, perforation, pelvic pain, abdominal pain lower, folliculitis and incision site pain outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, folliculitis, incision site pain, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: bladder surgery was done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New events added: perforation. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: posterior uterus'), perforation ('perforation') and pelvic pain ('pelvic pain/pain') in an adult female patient who had essure (batch no. 753646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, atypical squamous cells of undetermined significance, yeast infection, low grade squamous intraepithelial lesion and cervical intraepithelial neoplasia I. Concurrent conditions included anxiety, pap smear abnormal, human papilloma virus infection, herpes infection, dysplasia, dysfunctional uterine bleeding, endocervical squamous metaplasia, post-traumatic stress disorder, vaginal flora imbalance, bladder infection, genital bleeding and menstruation abnormal. Concomitant products included alprazolam (xanax), buspirone, duloxetine hydrochloride (cymbalta) and quetiapine fumarate (seroquel). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced folliculitis ("mons pubis folliculitis") and incision site pain ("pain incisional pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping/ lower abdominal cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy, d and c and to remove essure). Essure was removed on (B)(6)2012. At the time of the report, the device expulsion, perforation, pelvic pain, abdominal pain lower, folliculitis and incision site pain outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, device expulsion, folliculitis, incision site pain, menorrhagia, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: bladder surgery was done . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 753646. Manufacturing date:2010-06. Expiration date:2013-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain "). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2011. At the time of the report, the pelvic pain, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.